Event description:
It was reported that patient underwent knee procedure 2007, utilizing compress segmental anchor plug. In 2008, patient reported that her knee "blocked" in flexion. Scope procedure confirmed the blocking at 10 to 20 degrees of flexion. Revision procedure performed in the same month, found anchor plug fractured.

Manufacturer narrative:
Evaluation of returned device found evidence that failure mode was due to bending overload.

Event description:
It was reported that pt underwent knee procedure in 2007 utilizing compress segmental anchor plug. In 2008, pt reported that her knee "blocked" in flexion. Scope procedure confirmed the blocking at 10 to 20 degrees of flexion. Revision procedure performed, found anchor plug fractured.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available.